Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The customer's blood glucose at the time of the event was 19 mmol/l. The customer stated that the no delivery alarm was resolved by replacing the reservoir. The device will not be returned for analysis.